Event description:
A report was received that 4 days following the implant procedure the patient was admitted to the hospital for a suspected infection as the incision looked red. At the hospital the patient was treated with antibiotics for a low grade fever. When the physician examined the patient she saw no signs of infection and the incision looked clean and was healing properly. The patient was reportedly doing well after being released from the hospital.

Event description:
A report was received that 4 days following the implant procedure the patient was admitted to the hospital for a suspected infection as the incision looked red. At the hospital the patient was treated with antibiotics for a low grade fever. When the physician examined the patient she saw no signs of infection and the incision looked clean and was healing properly. The patient was reportedly doing well after being released from the hospital.

Event description:
A report was received that 4 days following the implant procedure the patient was admitted to the hospital for a suspected infection as the incision looked red. At the hospital the patient was treated with antibiotics for a low grade fever. When the physician examined the patient she saw no signs of infection and the incision looked clean and was healing properly. The patient was reportedly doing well after being released from the hospital.